Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number: 2017865-2019-04416; 2017865-2019-04417; 2017865-2019-04418. It was reported that the patient developed bacteremia. The device and leads were explanted. The patient was in a stable condition.